Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2026 due to an unknown cause. No further information was provided.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header. Analysis of the device image indicated that the device was within normal range of operation, and the auto capture feature was enabled. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.